Manufacturer narrative:
B3: event date unknown h3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that the device had a defective cassette sensor. The product fault occurred during testing. No patient involvement.

Manufacturer narrative:
H3: one device was returned for evaluation. The service history review identified no previous history in the past 12 months. The customer problem was confirmed through visual inspection as the upstream occlusion (uso) sensor ball is damaged/loose, had a small tear in the center. In addition, the uso sensor reading fluctuates between 1mv to 2500mv with or without applied pressure. The uso sensor and seal were replaced. Performed occlusion test to ensure functionality of the new uso sensor. The air in line detector was severely dented and was also replaced. A uso/dso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.